Event description:
Per the clinic, the patient underwent skin revision surgery to revised skin flap over the top by using neck and scalp skin. The patient was prescribed with oral antibiotics for two weeks.

Event description:
Per the clinic, the patient experienced skin breakdown leading to exposure of the implanted device. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient underwent another skin revision surgery to reconstruct the skin flap (specific date not reported).